Event description:
Surgeon reports the posterior capsule ruptured during phacoemulsification. Enough residual capsule remained so an attempt was made to place the haptics in the sulcus. The lens tilted into the vitreous so it was removed and a posterior chamber lens was sutured in position. The surgeon reports that if the haptics had been longer maybe they would have locked into the sulcus.